Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a fusion surgery due to spine fracture. During surgery, the tip of the screwdriver broke. Product came in contact with the patient. No patient complication were reported.